Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with one detached needle and one undispensed suture was received for analysis. Product code vcp345h. During examination, a short insertion length was observed at the suture end, and no remnant was found within the needle barrel hole. Visual inspection determined that the needle and suture were detached because the suture insertion did not meet the specified acceptance criteria. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device. A manufacturing record evaluation was performed for the finished device 10ad8a/vcp345hcn31 and no non-conformances / manufacturing irregularities related to the malfunction were identified. Mfg. Date: 08/18/2025. Expiry date: 07/31/2030.

Event description:
It was reported that patient underwent a c-section on (B)(6) 2025, and suture was used. The problem of pulling off suture needle happened in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.